Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable cardiac monitor (icm) experienced an electrical reset. The icm was explanted. No patient complications have been reported as a result of this event.